Event description:
It was reported that the patient did not suspend blood thinner medication prior to trial procedure on (B)(6) 2025. Patient required hospitalization to monitor bleeding. Patient's scans came back clear and was sent home. It is unknown which lead was at fault.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg trial lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 10742927.